Manufacturer narrative:
An event of paravalvular leak, aortic regurgitation, and left bundle branch block was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 23mm portico ng valve was selected for implant using a small flexnav delivery system via the right femoral artery. During procedure, after second capture, the valve was still too low, so a third recapture was intended, however the valve was accidentally released with no option for a final recapture. After post-dilation, mild paravalvular leak and moderate central aortic regurgitation were observed. However, no further treatment was required. Post-procedure, the patient developed left bundle branch block, however no treatment was required. In addition, post-implant, the left femoral access could not be repaired with proglide and manual compression was applied. During compression, the patient showed bleeding and was transfused 1 unit of packed red blood cell for preventative measures. The user did not allege the delivery system as the cause of the left femoral bleeding. On (B)(6) 2021, the patient was discharged home in stable condition. Clinical study patient ID: (B)(6).

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.